Manufacturer narrative:
Additional information was received with the following information on the patient's death, "developed biventricular failure, and despite maximal medical therapy remained in critical condition on the ventilator. Lactic acidosis developed. He was on multiple drips, and unfortunately continued to decline despite supportive care. He progressed to pulseless electrical activity, and despite CPR and resuscitative efforts he expired." (Reference, related FDA report # 2015691-2012-18527)

Event description:
As reported via the edwards clinical specialist, 2 days s/p transfemoral transcatheter heart valve replacement (tavr) procedure, the patient expired. Summary of events: the first sapien valve was positioned 50:50; however, moved slightly ventricular during deployment, with a final position of 40/60 ventricular. The final valve position was determined to be acceptable with mild to moderate posterior paravalvular leak (pvl) noted on echo. A decision was made to post dilate and the pvl was reduced to zero. After the wire was removed the valve was noted to be in a more ventricular position. Wire access was regained through the valve and an attempt was made to move the valve more aortic with a valvuloplasty balloon. The decision was made to deploy a second valve. During attempts to cross the first valve with the delivery system, the first valve was dislodged towards the ventricle. Refer to FDA report number 2015691-2012-18527 for investigation of the valve embolization event. The second valve was deployed in the correct position with mild pvl. The patient remained stable throughout the procedure. The groin incision was closed and the patient was transferred to the operating room for removal of the first valve. The valve was explanted via a right thoracotomy by accessing the left atrium. The valve was crushed with hemostats and removed through the mitral valve. After explanting the valve the patient went into right heart failure. The patient was transferred to the ICU in critical condition. One day s/p tavr the patient was still noted to be in a critical condition with little to no improvement of the right ventricle. The aortic valve was noted to be in good position with trace to zero pvl. The patient expired two days s/p tavr procedure. The exact cause of death at this time is unknown.

Manufacturer narrative:
In this case, it was noted that the patient's valve was functioning properly one day prior to his death. The official cause of the death of the patient is not available at this time. However, there is no evidence at this time that the death is related to the edwards valve and there is no documentation of device malfunction. Further investigation for cause of death is in progress.